Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer alleges the joystick will not turn off unless you unplug from stack of connectors in back of chair.